Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the lm investigation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The unit was delivered to the customer march 17, 2017. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: according to the additional information, it was confirmed that the cart on which the monitor was placed was not grounded. After it was grounded, the phenomenon was resolved. We, therefore, surmised that there was no problem in the subject device, but it occurred since the user did not ground the cart. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was not confirmed. The unit was tested with cf-hq190l, ltf-s190-5, ltf-vh, gif h-180 and giff-q180 scopes. The images did not go blank during the burn-test time. The only finding was that the software needed to be upgraded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that during an api/electrocautery diagnostic procedure, the image would go completely blank on the evis exera iii video system center. The user was not sure the evis exera iii video system center was the issue, however, the cable and the processor were changed, and the issue did not re-occur. No patient harm reported.